Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that foreign material was found inside the pouch of the lasso 2515 nav eco catheter before usage. The material was about 2-3mm wide and in brown color. The issue was resolved by changing to another catheter. The procedure was completed without patient's consequence. This is reportable as it could potentially compromise the sterility of the product and exposes risk to the patients.

Manufacturer narrative:
(B)(4). It was reported that there was cardboard like piece in the package when the lasso 2515 nav eco catheter was taken out from the package. The amplitude of the peace was about 2-3mm and brown (the package color was different) so it was not commingled during taking out from the package. (The package color was white and black) the catheter was recalled before inserted it into the cardiac cavity. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The returned device was visually inspected and a small light brown foreign material was found taped to the back of the tray which appears to be from a carton material. During a meeting with the manufacturing team the root cause of the particle could not be conclusively determined but can be related to the packaging operations. A report was run in order to find complaints with the same characteristics in the lot number reported but no other complaints were found. Awareness training was performed to the packaging process associates in order to avoid this failures. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis results, complaint appears to be caused by internal bwi operations, specifically during the packaging process. However this appears to be an isolated case.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/11/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. During initial inspection on 12/11/2015 bwi failure analysis lab has found that foreign material was not found inside the origin product box with the catheter when it was returned. Catheter looks normal.